Event description:
The customer reported that their device would not power on. The customer advised that they made sure the batteries were charged. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. During testing, a reading of 123 ohms was observed between pins 23 and 25 on a pcb mounted jack connector, designator j31 from the interface pcb assembly. However, during an attempt to isolate the observed short to a specific component, the failure disappeared.the customer received a replacement device.